Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem of an unknown alarm. A sample evaluation was performed. The external and internal visual inspection revealed no issues related to the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. During device evaluation nothing was found that could have caused or contributed to the reported event. Therefore, upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on a home choice after use the previous night. The specific error was unknown. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.